Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male pt was undergoing an elective endovascular stent graft procedure for a aaa. The pt's proximal neck was flexed to a right angle (90 degrees). The contralateral iliac artery was very long (120mm) and another iliac leg graft was placed to extend the sealing site. After implantation of the main body, the main body exhibited a kink. Another manufacturer's stent was placed at the kink site, and the kink was resolved. A confirmatory angiography revealed a contralateral distal type I endoleak which was resolved per device labeling utilizing an ancillary component.